Manufacturer narrative:
Patient city: (B)(6). Patient country: (B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in the united states on (B)(6) 2024, patient faced incidents of site leaks within the past 2-3 weeks. Patient recently delivered a baby and the infusion set was in use for one day. The blood glucose level was over 400 mg/dl at the time of event. Issue was resolved by giving a bolus. No further information available.